Manufacturer narrative:
A ge svc rep performed an onsite investigation. Parts were replaced. The sys was then found to be working as intended and put back into svc.

Event description:
The customer reported that the sys shorted out and shut down. No pt injury was reported.